Manufacturer narrative:
Evaluation results. (B)(4) 2011: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are jagged and there is significant wall thinning in the area that burst. The entire device was visually inspected and there are no other visual defects. Water was introduced through all of the device lumens and with acception to the balloon not being able to inflate the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for lot number 774336 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This type of failure mose occurs on an infrequent basis. Previous investigation has determined that no additional action is required at this time. However, trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the customer had an endoplege balloon burst during placement in the coronary sinus. There was no patient harm. The anesthesiologist was enrique pantin md.